Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the manifolds of an unspecified quantity of interlink system continu-flo solution sets were "coming apart" which resulted in a blood leak. These issues were identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: this issue has been going on for the last couple of months. H10: the device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.